Manufacturer narrative:
(B)(4). It was reported that on an unknown date in (B)(6) 2014, the patient acquired peritonitis. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as complaints (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13l02031, h14a07064, and h14b28035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication and later acquired peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At time of this report the patient was reported to be recovered from the peritonitis but remained hospitalized for other unrelated indications. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this event.